Event description:
The report states the vent valve opens randomly and won't delivery properly without opening. System restarted multiple times and error still happening. This occurred throughout the procedure, medication was administered (kci and additive) and no patient complications occurred. No delay occurred in the procedure.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.